Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the end that attaches to the IV catheter does not screw down tightly and frequently comes apart during IV contrast injections. Even when hand pushing saline, the connector spins at the catheter hub and leaks. No patient harm was reported.